Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated.

Event description:
The patient was revised due to the inserted was pitted.